Event description:
It was reported that, the ball tip guide wire would not fit through the t-handle. The scrub tech tried several times and each time it would not go through. We ended up opening another instrument set and used that t-handle to complete the case successfully.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report. The associated device in this event is (B)(4) guide wire handle chuck 2-3, 5 mm k534018 lot.